Manufacturer narrative:
Other relevant device(s) are: product ID: a71200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep got "validation error: therapy may be cleared: 0001 - 00bb" when interrogating an ins for the first time today. Technical services (tss) discussed code and rep was able to advance beyond code by end of call. Rep was in operating room and reception was not good, so tss did not ask hcp or pt information. Additional information was received from the manufacturer representative (rep). Rep provided patient information. Rep reported the software version was unknown. Rep noted the issue was resolved immediately after hitting continue on the table and no further messages noted. No logs will be retrieved because rep had been out of state and was unable to access the tablet that was used. The information has been confirmed with the physician.